Manufacturer narrative:
Result: the neuron 088 sheath distal tip extrusion was skived off to confirm the missing markerband. The marker band was no longer attached to the catheter. Conclusion: the complaint has been evaluated. The compliant indicates that there was resistance felt when 5.0 cm of the distal tip of the neuron max 088 long sheath was inserted into the y-connector. The second complaint indicates that the neuron max 088 long sheath marker band detached from the distal tip of the sheath inside the patient. Evaluation of the returned devices could not confirm any product issue with the catheter that encountered resistance in the y-connector. The catheter was properly hydrophilically coated and its dimensions were within specification. The cause of the resistance could not be determined. In addition, evaluation of the second returned neuron max long sheath confirmed a detached marker band. The tip of the catheter showed no damage however, the marker band was not present in the expected location of the distal tip and was returned with the catheter completely detached. This failure has never been identified during any product testing, inspection, or use. The cause of this issue is unknown but will be closely monitored. All of the manufacturing records for the device were reviewed and no issues were noted during product or inspection. The catheters are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned for evaluation and an investigation is in progress. A follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00362.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 catheter. During the procedure, the neuron max was used to wedge the vessel and reduce antegrade flow. The physician decided to advance the neuron max catheter beyond the cervical segment into the petrose segment of the carotis interna with a navien 058 aspiration catheter inside. The tip of the navien was in the cavernous segment of the internal carotid artery. The neuron max catheter was pulled back as aspiration was performed to complete removal of thrombus in the internal carotid artery with the navien. At this point, detachment of the neuron max marker ring was observed after the fifth approach to reopen the vessel. The marker ring slipped over the aspiration catheter and into the petrose segment of the internal carotid artery. The physician successfully removed the marker ring using a solitaire stent retriever with no dissections observed. The broken device had no negative effect on the patient in terms of revascularization and the entire piece was removed without issue.